Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient 71" in height. While in the cath lab the medical doctor (md) inserted the intra-aortic balloon (iab) via a sheath into the patient's right femoral artery. The pump s/n (B)(4) alarmed "purge failure 5 and 10" and per the report they could not get the pump to pump. As a result, the md removed the iab and replaced it with a second iab in the same insertion site successfully. There was an interruption in intra-aortic balloon pump (iabp) therapy for 4 minutes however this interruption did not harm the patient. There was no reported patient death, injury or complications. According to the report the patient is in the unit. Additional information received from sales rep: the customer did not switch out the pump. It was confirmed that there were no further issues with the pump.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of iab driveline problem is not confirmed. The inflation driveline tubing was not returned with the device. The reported "purge failure 5 and 10" alarm is consistent with a driveline connection problem. The iab bladder passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will monitor for any developing trends.

Event description:
It was reported that the event involved a patient 71" in height. While in the cath lab the medical doctor (md) inserted the intra-aortic balloon (iab) via a sheath into the patient's right femoral artery. The pump (s/n (B)(4)) alarmed "purge failure 5 and 10" and per the report they could not get the pump to pump. As a result, the md removed the iab and replaced it with a second iab in the same insertion site successfully. There was an interruption in intra-aortic balloon pump (iabp) therapy for 4 minutes however this interruption did not harm the patient. There was no reported patient death, injury or complications. According to the report the patient is in the unit. Additional information received from sales rep: the customer did not switch out the pump. It was confirmed that there were no further issues with the pump.